Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging pump battery. Continued charging cleared the alert. Customer¿s blood glucose level was 144 mg/dl. Customer continued pump therapy.